Manufacturer narrative:
Product was discarded. The failure resulting in the recall occurred during initial filling of the centrifuge bowl in cycle 1. For 2007, the leak rate for centrifuge bowl leaks at the base is 0.22 per thousand kits shipped. The leak rate in 2006 was 0.15.

Event description:
A male patient undergoing extracorporal photopheresis, when an alarm sounded during the fifth cycle. The nurse removed the centrifuge bowl and noted some blood drops in the centrifuge. She also noted that there was a little crack in the bowl, where the bowl had come apart at the bottom. The nurse cleaned the centrifuge and aborted the treatment. Approx 400 ml of blood was not returned to the patient. The nurse administered 500ml of 0.9% sodium chloride to the patient. The patient reported feeling well despite the blood loss. No add'l medical therapy was administered. The patient was scheduled to receive additional extracorporeal photopheresis treatments the following week.